Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a femoral endovascular aneurysm repair, the micropuncture transitionless stiffened cannula access set became caught on the patient's anatomy in the groin region. A piece of the complaint device sheared off into the patient's artery. Reportedly, the piece remains in the patient's vasculature with no plans for retrieval. According to the initial reporter, the patient did not experience any additional adverse effect as a result of this occurrence, and "is doing fine." Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.